Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a corrupted calibration table and serial number on the smart pneumatic module board . The calibration table and the serial number were reloaded to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "1176 - self check failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.